Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that shut down and alarmed. This event was reported as having occurred during patient use. There was no allegation of harm associated with this report.